Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise and noise reversion episodes. The device was reprogrammed and paired with merlin.net no further alerts had been reported. The patient was stable.